Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the ipg was buried deeper in the pocket and anchored. Ipg was replaced due to being inoperable following the procedure (manufacturer report number 3006705815-2022-00233). Therapy was restored. Pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.